Event description:
The lay user/ patient contacted lifescan (lfs) on february, 2006 alleging high readings on his fasttake meter. A medical affairs specialist spoke ot the patient the next day and obtained /verified the following information: the patient had not tested his blood glucose for several days, because he claims his readings have been "normal". On february, 2006 the patient woke upe and felt fine he took his set amount of insulin (20u of 70/30) and then ate breakfast. Around the afternood he started to experince severe diarrhea and felt weak. Around 4:00 pm he tested his blood glucose and received a 117 mg/dl. His wife contacted paramedics and when they arrived, his blood glucose was 30 mg/dl. The paitent was treated with a shot of glucose and was taken to the ER. The patient was in the ER for six hours and during his stay, he was treated with IV glucose and food. EKG and cultures were taken on the patient. The diagnosis was in the ER was hypglycemia. The patient claims prior to being released his reading was 117 mg/dl on the hospital device. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The patient did not have any control solution. Mas mailed the patient a replacement meter and control solution. The complaint is being reported since the patient was treated for hypoglycemia by a medical professional after receiving a normal blood glucose reading.